Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for review which contained old data ranging from (B)(6) 2022 @ 15:20:23 to (B)(6) 2024 @ 12:09:42 with the driveline always disconnected. The periodic log file contained 1 current line of data which showed that the pump operated at the set speed of 5800 rpm. It also appeared the system controller¿s emergency backup battery (ebb) was allowed to drain causing the clock to reset to the default timestamp of (B)(6) 2000. On (B)(6) 2025 at 10:11:18 the clock was set and the driveline remained disconnected. The patient was connected to the system controller on (B)(6) 2026 at 7:40:50 and the pump begun operating at the set speed of 5800 rpm. The mechanic circulatory support (mcs) equipment operated as intended for the remainder of the log file. Additional information stated that the event log file showed that the system controller serial number (B)(6) was disconnected on (B)(6) 2026 at 6:42:29. The earlier set of log files was from system controller serial number (B)(6) which confirmed that the system controller was exchanged on (B)(6) 2026 morning.